Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ kink observed¿ and ¿catheter body ¿ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Omitted information 705721297 difficulty communicating. Information was received from a consumer via a company representative regarding a patient receiving baclofen morphine and bupivacaine. The company representative reported that he is meeting a patient today that has described having a couple episodes of withdrawal symptoms over the past couple of months. The caller stated the patient told him he had a recent refill and volumes were accurate. Additional information was received from the company representative who reported the pump logs show and the patient told him these withdrawal symptoms go back to (B)(6) 2023 and again (B)(6) 2023. It was reported by the healthcare professional (hcp) that the patient was scheduled for a pump replacement due to withdrawal symptoms. It was reported that this could very likely be a catheter issue based on symptoms reported and patient wanted to consent to pump replacement regardless of catheter revision or not. It was determined through the replacement that there had been a broken catheter and the pump segment was replaced. It was reported that some environmental/external/patient factors that may have led or contributed to the issue were the compound prescription (rx) in pump as well as the patient being very active. No dye study was done during this pump replacement/catheter revision. The issue resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight and medical history were asked but made unknown. Additional information was received by the company representative (rep) reporting that the pump logs showed no alarms/no alarms sounded. The patient's weight was reported at 250 lbs.